Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the obturator would not fit in the trocar. This was from a kit. A new tray was used to complete the procedure. There was no adverse consequence to the patient.